Event description:
It was reported that during a device upgrade procedure, the right atrial lead was removed and replaced due to thresholds being high, unstable, or unmeasurable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.